Manufacturer narrative:
The reagent expiration date is 30-nov-2023. Calibration was last performed on 07-feb-2023. The qc recovery data provided showed out-of-range results. The alarm trace did not contain a conspicuous event. A general instrument or reagent issue could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) adjusted the sample probe liquid level detection voltage, cleaned the sample and reagent probe pathways with acid wash, adjusted the wash bead mixer, and replaced pinch tubing. A precision test was performed successfully. The customer ran qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas 6000 e 601 module. The initial hcg result was 1.2 miu/ml. The result was reported outside of the laboratory. The patient had an ultrasound performed that confirmed they were pregnant. The sample was repeated and the result was > 10000 miu/ml. The repeat result was deemed correct. The reagent lot number is 653770. The expiration date was requested but not provided.